Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: e3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that the hand piece for battery powered driver needs repair. The issue was observed during post cleaning. The repair technician reported forward, fast forward, reverse doesn't run and cosmetic test failed. Also crack on contact plate, rust on motor and debris on internal component were found. The cause of the issue is improper maintenance. The following parts was repair: motor. The item was repaired per the inspection sheet, passed synthes final inspection on 24-jun 2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part # 05.000.008 synthes lot # 006503. Supplier lot # 006503. Release to warehouse date: 02 feb 2017. Supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver needs repair. The issue was observed during post cleaning. It is unknown if there is patient involvement. No further information was provided. During manufacturer's investigation of the returned device it was identified that the forward, fast forward, reverse doesn't run and cosmetic test failed. Also crack on contact plate, rust on motor and debris on internal component were found. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).